Manufacturer narrative:
Additional information: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had completed the repair of a unit in which the fse had replaced the pcba, cardiosave rohs power management and completed the performance check out of a unit and it had been passed to the factory specification. The unit was also returned to clinical staff for use. Fse had replaced the assembly, safety disk due to cycle which is not relevant to this repair.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has no ac power only battery and fluid pressure bag is damaged. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.